Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18aug2019. The customer reported that the motor controller (mc) printed circuit (pcb) was replaced and he might have not plugged the speaker back in. The product support engineer (pse) advised the customer where the speakers are plugged in and to check to see if that is the problem. The customer reported that he had left a speaker unplugged and that the issue is resolved. No further action is required. The product meets specification. The issue was caused by the user. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator generated an error (1104) which corresponds to alarm backup test failure. The ventilator was not in use on a patient at the time of the event occurred.